Manufacturer narrative:
Follow up report 1 (device evaluation): this product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in low-voltage shock impedance (lvsi) measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high-voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) heard beep tones. The health care professional (hcp) suspected that the tones were from the patient's environment, and not due to the device as the patient reporting hearing three beeps. Upon review, it was noted that this ICD has 2.5 years remaining. The shock impedances has been high with in normal range. The patient is going to be check in. At this time, the device remains in service and no adverse patient effects were reported. Additional information received indicates out of range shock measurements on the right ventricular (rv) lead, which was believed to be caused by calcification and rv lead replacement was recommended. No adverse patient effects were reported. This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in low-voltage shock impedance (lvsi) measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high-voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) heard beep tones. The health care professional (hcp) suspected that the tones were from the patient's environment, and not due to the device as the patient reporting hearing three beeps. Upon review, it was noted that this ICD has 2.5 years remaining. The shock impedances has been high with in normal range. The patient is going to be check in. At this time, the device remains in service and no adverse patient effects were reported. Additional information received indicates out of range shock measurements on the right ventricular (rv) lead, which was believed to be caused by calcification and rv lead replacement was recommended. No adverse patient effects were reported.